Event description:
Immediately after treatment with juvederm ultra plus in the glabella, and between the nose and outer edge of the mouth, the pt experienced bruising and swelling in the cheeks (below the eyes to the jowls). The bruising resolved within 10 days without any intervention. Recent f/u from the physician notes that the pt contacted the physician via phone approx 18 days post treatment. The physician recommended cold compresses to the swelling and prescribed benadryl (otc). The pt contacted the physician again at 21 days post treatment and the physician states that a medrol dosepak was prescribed for the swelling. The physician notes that the pt revealed retin-a was being used and the physician recommended to the pt that retin-a not be used. The physician stated that there was no way of knowing if permanent damage would have occurred or not had treatment not been prescribed.

Manufacturer narrative:
Medwatch sent to FDA on 09/08/2008.